Event description:
The customer reported noticing low and erratic sample flow rate from the navios flow cytometer system, with flow rates varying between 18 and 90 events per second. The customer also reported that the samples were not being mixed prior to data acquisition. The customer stopped data acquisition when the issue was noticed and ran samples on an alternate instrument. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse flushed the vacuum line, and checked and adjusted the sample pressure setting. The fse noted that the multi-tube carousel loader (mcl) lifter motor assembly was not operating properly which resulted in the samples not being mixed prior to data acquisition. The fse replaced the mcl lifter motor to resolve the issue. The lifter motor assembly includes the vortexer which mixes the sample prior to introduction into the flow path, and the vortexer portion of the assembly failed. Results: mcl lifter motor. Beckman coulter internal identifier for this report is (B)(4).